Event description:
A (B)(6) female patient undergoing a flexible bronchoscopy, endobronchial ultrasound, electromagnetic navigation, transbronchial needle aspirations, left upper lobe mass transbronchial lung biopsy, bronchoalveolar lavage. Once the patient was under general anesthesia the flexible bronchoscope was advanced through an lma and to the level of the larynx. The vocal cords were well visualized and moved symmetrically to the midline. A full airway survey was performed to the subsegmental levels, there were no endobronchial lesions, excessive secretions or masses, the patient had normal airway anatomy. Next we proceeded to do an endobronchial ultrasound, all mediastinal lymph node stations were assessed for enlarged lymph nodes, only tiny lymph nodes were visualized, the left hilar station 11 l lymph nodes were also assessed, again quite small. Since it is section of mediastinal lymph nodes by ebus was unremarkable, we proceeded to do electromagnetic navigation to guide into the left upper lobe mass. Unfortunately, there was no airway leading straight into the mass and multiple imaging it appeared we were side-by-side. We did do several transbronchial needle aspirations with the ed very needle and also awaiting needle. Onsite pathology was consistent with potential diagnostic sample, for this reason we continued to do tb na. We did a single transbronchial biopsy which is probably low yield. We did bal with 3 sequential aliquots of 50 mils normal saline. There was very minimal bleeding,. The procedure was very well tolerated. FDA safety report ID# (B)(4).